Event description:
About 8 months after the primary surgery, the patient came in for a post-op appointment and it was observed that the patient has a flexion contracture that cannot be treated with manipulation under anesthesia or physical therapy. After further discussion, it was concluded that a custom size poly implant is needed for the patient (gmk-sphere tibial insert thickness 8 mm). Revision will be performed.

Manufacturer narrative:
Batch review performed on 19 january 2023. Lot 2245444: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-jan-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
After have sent the initial repoert on february 07th 2024 it was recognised that the date of the report and the date of the event were incorrect.